Event description:
It was reported that, "broached for a 5.5 stem and stem sat proud about 1 cm. Even after continual broaching, stem kept hanging up distally. Then reamed distally with some tapered reamers to open up distally. Tried the size 5/5 stem again and then the stem went in too far, so had to go to the bigger stem size 6. Then broached for a 6 and the 6 stem matched the 6 broach."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.